Manufacturer narrative:
Device has not been returned for evaluation.(B)(4)

Event description:
Dr was doing an acl revision and was in the process of trying to remove the previously implanted metal screw from the patient's tibia. After trying for a while to find a driver to match the hex on the screw, the 2.7mm driver was chosen. When the doctor turned the driver to loosen the screw the distal tip of the driver sheared off into the screw hex. The screw was not removed and the sheared tip of the driver is still lodged in the screw in the patient. Customer indicated they don't know what other steps were taken to remove the sheared driver tip from the screw. Sales rep will pick up the redux set on monday and relay the driver lot number information.